Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was removed and tissue was noted on the lead. The rv lead was replaced. No patient complications have been reported as a result of this event.